Event description:
Boston scientific received information that this atrial lead had measured out of range impedances and increased thresholds while implanted with a lead adapter. When the adapter was removed, measurements were within normal limits. The lead was connected to the pacemaker and remains in service. The adapter was explanted.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.